Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05505. The pt has four leads (from the same lot) and an ipg (for off-label use). It was reported the pt experienced a tingling sensation. It was also reported the pt could not feel stimulation when the amplitude was increased. An impedance check was performed and revealed low impedance on most contacts. During surgical intervention, the physician washed the fluid out of the ipg and re-tested the leads. The leads and ipg tested normal. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.